Manufacturer narrative:
Customer indicated that there are no products/devices to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).

Event description:
During an anterior cruciate ligament (acl) procedure utilizing the 5.5mm incisor plus platinum series, it was reported that metal filings came off the blade into the joint. The blade was positioned flush relative to the tissue and shedding was noticed as soon as the surgeon started shaving. An attempt was made to remove all the debris; however, the surgeon was not confident that all debris was removed. Another blade was used and it also shed. The patient's bone quality was good. The patient¿s condition post procedure was reported as okay.